Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer's parent that the customer got hospitalized twice due to low blood glucose, with blood glucose of 40 mg/dl at the time of the incident. The customer was hospitalized on (B)(6) 2018 and (B)(6) 2017. The customer experienced symptoms such as shaking and fainting. The customer was wearing the insulin pump during the incident. The customer's basal rates were changed at the hospital. Troubleshooting was not completed but an unresponsive act button was reported. The customer received emergency medical assistance from (B)(6) 2018 and had lows of 34 to 50 mg/dl. The insulin pump will be returned for analysis.